Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. Investigations revealed that the luer lock was connected to a stopcock and the luer lock could only be detached by using some force. After detaching the luer lock from the stopcock, the luer collar was put in place and reattached to the same stopcock and was tightened until activated. The luer lock could be disconnected without any difficulties. This process was repeated five times and the same result was achieved. The root cause of the condition was determined to be product misuse. It can be concluded that this issue occurred due to either the luer lock not being tightened until activated or the luer lock being overtightened. It is to be stated that once the luer lock is rotated and activated, the rotary component is locked in the forward position and this provides an automatic eject feature upon disconnection. If the luer lock is not rotated until it is activated, the self ejecting feature will not work which might make the luer lock more difficult to disconnect. Also, if the luer lock is over tightened after activation, it exceeds the force needed to remove the set with the self ejecting feature. As an action a slight change to one of the plastic rings has been done to ensure that if the luer lock is over tightened, set will still be removed with ease. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported to baxter (B)(4) a blood drip chamber administration set with 200micron filter in which "the end that connects to either 3 way taps or any other connectors will not undo unless forced and as a result they break causing a potential hazard to staff and or patient." The condition was reported to have occurred before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.